Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: ng, inratio2: 5.0, lab: 15.0. Less than 1 hr between tests. No pt info given. No therapeutic range given.

Manufacturer narrative:
Investigation pending.